Event description:
At 2030 the IV pump running hyperalimentation mix (sbt) at 4ml/hr alarmed with the message "bag empty."infusion "held" and PICC line clamped. Cassette removed and air/bubbles were found in the tubing. Sbt runs for 24 hours from 2300 one day to 2300 the next and pharmacy fills the medication. The sbt bag said it had 100ml overfill." Md notified and concerned that infant possibly received an extra 100ml of sbt & could be in fluid overload & electrolytes could be abnormal. Labs drawn. Patent did not require intervention.